Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and evaluated. During the service evaluation, no defects were identified. Per service reports, this complaint was not confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: d9: date device returned to manufacturer: corrected. Updated device evaluation: upon further investigation, the evaluation of the device has been revised with the following findings: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: reproducibility could not be confirmed. Functional: noise - excessive. Per service report, this complaint was not confirmed. The motor(s) were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter¿s phone number and name were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that the shaver handpiece 2.0 with buttons device did not rotate and was displaying an ¿fc002¿ error code. It was further reported that the hand, foot, and oscillate switch functions were unresponsive, although the pump operated normally. Multiple restart attempts were made, but the issue persisted. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: updated device evaluation: upon further investigation, the evaluation of the device has been revised with the following findings: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: it was not possible to confirm reproducibility. A problem with the motor was confirmed in the netherlands, and we replaced the motor, replaced consumable parts, and conducted inspections specified by the manufacturer. - functional : noise - excessive. Per service report, this complaint was not confirmed. The motor(s) were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.